Event description:
It was later reported that the date of onset/diagnosis of the infection was (B)(6) 2011. The patient did not have meningitis. The signs and symptoms of infection the patient had were redness and swelling; both on skin over the pump. A culture was obtained from a blood sample; results are pending. The patient was given oral antibiotics and the infection resolved. Per the reporter, the patient did not experience drug withdrawal. The medication administered via the pump was compounded baclofen (concentration and daily dose were not provided).

Event description:
The patient experienced an infection over the pump location. The hcp was troubleshooting the issue. Drug delivered was lioresal. A follow-up report will be sent if additional information becomes available.

Event description:
It was determined that the information in manufacturer's report # 3004209178-2011-09003 is information related to the event in this manufacturer's report. Information previously reported in manufacturer's report # 3004209178-2011-09003: [an "unknown pump problem" was initially reported. On further follow-up the hcp (healthcare provider) stated that the patient had experienced cellulitis over the pump diagnosed on (B)(6) 2011. Patient had redness over the pump area, was hospitalized and was started on antibiotics. Per the hcp a consultation with the neurosurgeon and infectious disease doctor concluded that it was "ok to refill the pump two weeks after"; "safe to refill pump without having to replace it". As of (B)(6) 2011, cellulitis was rapidly clearing and patient was noted as "doing fine". Drug delivered via the device was compounded baclofen 4000mcg/ml at a daily dose of 1800.4 mcg.] Any additional information received regarding this event will be reported in manufacturer's report # 3004209178201108829.

Manufacturer narrative:
(B)(4).